Event description:
It was reported that the pins get in the way and hit the saw the ones with the silver knob. This is reported because there is historical data that reveals a previous similar case caused an injury.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event did not occur during procedure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.